Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported via medwatch "patient has continuous blinatumomab infusing. On (B)(6) 2023 while the patient was accessed with a 20 g 3/4-inch needle, it was noted that the tubing cracked that is connected from the needle to the bifurcation that connects the blue connector. Today (B)(6) 2023 the same thing occurred with the same needle and tubing. We reaccessed with a 22-gauge 3/4 in needle and also added extra tape to the outer tubing to stabilize the line. Breakage has occurred a times with this patient. No other information was provided."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. . The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.

Event description:
It was reported via medwatch "patient has continuous blinatumomab infusing. On (B)(6) 2023 while the patient was accessed with a 20 g 3/4-inch needle, it was noted that the tubing cracked that is connected from the needle to the bifurcation that connects the blue connector. Today on (B)(6) 2023, the same thing occurred with the same needle and tubing. We reaccessed with a 22-gauge 3/4 in needle and, also added extra tape to the outer tubing to stabilize the line. Breakage has occurred a times with this patient. No other information was provided." This report addresses the event occurring on (B)(6) 2023.